Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces also, had missing segments due to cracked lcd zebra connector. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had no any alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving an alarm but was not able to clear. Customer reported that buttons were not responding. Customer's blood glucose was 441 mg/dl and believes it was due to medication taken for another ailment. Customer treated high blood glucose with manual injection. Customer reported that blood glucose also dropped to 38 mg/dl due to medication. Customer declined replacing insulin pump due to not being able to afford it.